Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-07548. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was performed. It was also noted that the left ventricular lead exhibited high capture thresholds. The left ventricular lead output was increased on (B)(6) 2020. The patient was in stable condition.